Event description:
The customer reported via phone call that a button error alarm occurred during normal use. The customer was advised the insulin pump needed to be replaced. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, missing end cap sticker, and cracked battery tube threads.